Event description:
Patient went to MRI with aline infusing with pressure bag. Aline did not have transducer attached due to it being MRI incompatible per MRI tech. Rn noticed that the entire bag of fluid had infused into patient during procedure.